Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced difficulty urinating, nocturia x2, possible kidney infection, hyperactive bladder. Low back pain. Perineal pain, occasional urinary urgency, nocturia every 2 hours. Abdominal pelvic scan performed for urolithiasis. Ulceration of the vagina noted on exam. The mesh was exposed. Cystoscopy performed for postop hyperactive bladder, an abnormality with bleeding in the vagina was noted. The sling was exposed within the vagina. Partial resection of the sling was recommended. Vaginal ulceration due to sling erosion. Incontinence was still experienced.

Manufacturer narrative:
Corrections: h6 coding to align with previously reported information. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast on 30-sep-2024, though not verified: the patient presented with mixed incontinence, predominantly stress incontinence, with no adequate response to treatment. A trans obturator urethropexy (t.o.u.) With aris was performed in (B)(6) 2014 with no immediate complications except persistent overactive bladder. In (B)(6) 2015, she presented with a symptomatic strip erosion. Urethrolysis and partial removal of the sling were performed in (B)(6) 2016. Stress incontinence relapsed at follow-up, and after full evaluation, a retropubic tape urethropexy (tvt) was performed. The stress incontinence resolved, but the symptoms associated with overactive bladder persisted.

Manufacturer narrative:
Correction: e2339 removed as vaginal ulcer captured under e2006.